Manufacturer narrative:
(B)(4).

Event description:
The patient reported being unable to recharge. The implantable neurostimulator (ins) battery went dead about 1.5 - 2 months ago. The patient wasn't having pain and then it started to come back and wanted to meet with a manufacturer representative. The ins died in (B)(6) 2015 and tried to charge the ins in (B)(6), but wasn't able to. The patient was indicated for non-malignant pain. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.